Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device turned-off while being used was confirmed through a review of the device logs but was not replicated during testing. A review of the point of care unit (pcu) battery logs confirmed that the system noted a battery discharged alarm on 06jul2024 at 2:48 pm, low battery (lb1) alarmed 2 seconds before the battery discharged alarm (lb3). Very low battery (lb2) warning alarm was not produced. It should also be noted that the pcu battery logs show a low-capacity warning stating that the capacity of the battery was 2156mah, the acceptable capacity value range is 2700 ¿ 4500 milliamp-hour (mah); any battery capacity value not recorded or is outside of the range is considered in need of battery replacement. Review of the pcu event log identified four (4) infusions running prior to the system alarming lb3. On 06jul2024 at 2:48 pm, a battery discharged low battery (lb3) alarm occurred, and all infusions were stopped. At 2:49 pm, the pcu was connected back to ac power. Test results demonstrated that the system would produce an audible alarm for low and very low battery alarms prior to the ¿battery discharged¿ (lb3) alarm. Pcu battery results from fast battery and manual conditioning showed the battery capacity range noted as 3200 milliamp-hour (mah). The battery was found to be within the acceptable capacity value range of 2700 milliamp-hour (mah) and 4500 milliamp-hour (mah). The suspect pcu¿s battery was observed to be approximately 3 years in age. Service bulletin 592a states that frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. Becton dickinson (bd) recommends replacing the battery every 2 years at minimum, if used under proper conditions. It is also stated that the battery should be conditioned every 12 months by qualified service personnel. Service bulletin 592a states that the battery is intended as a backup system and to leave the power cord connected to an external hospital grade ac power source whenever available. Service bulletin 592a also states that frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. Batteries over 2 years old are considered to have reached their useful life even if their capacitance was found acceptable. The review of the suspect pcu error log showed no errors or malfunctions on the incident date that would result in the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the device turned-off while being used was identified to be the result of a not properly maintained battery and it being due for replacement (3-year-old battery). Note that imdrf annex a070504, c020701, d15, g02002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had reportedly turned-off while being used. It was reported no one noticed the low battery alert before it eventually shut down. There was no information on patient involvement. Although multiple requests were made, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had reportedly turned-off while being used. It was reported no one noticed the low battery alert before it eventually shut down. There was no information on patient involvement. Although multiple requests were made, additional information was not provided.